Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. The reporter stated that the device was filled with 112 ml of fluorouracil and 118 ml of saline (non-baxter products) and was expected to fully deliver its contents in 120 hours. However, the device actually delivered 150 ml over 144 hours, leaving approximately 80 ml of solution within the bladder. The flow restrictor was placed higher than the bladder during the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation with 77 ml of fluid within its bladder. A visual inspection was performed and showed no defects related to the reported problem. Functional flow rates were measured and the device operated within specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.